Event description:
It was reported to boston scientific corporation on july 24, 2020 that a flexiva ID tractip 200 laser fiber was opened for use in a procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a moses p120 laser console. According to the complainant, prior to the procedure, the fiber tip was noted to be broken upon removal from the packaging. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of fiber tip detached. Block h10: investigation results. The returned flexiva ID tractip 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in three pieces. The first piece measured approximately 112 cm, the second piece measured 43.5 cm and the third piece measured 161.7 cm. The exposed glass tip measured 4 mm and observed to be in good condition with no damages. Light from the sma connector was bright, round, and clear. No other issues with the device were noted. The fiber was received fractured in three pieces. The cause code assigned to this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. The reported event was not confirmed. The analysis of returned device found that the fiber tip was returned and in good condition, however, the device was fractured and received in three pieces. Based on the information gathered and the product analysis results, the probable cause code for the reported complaint of tip detachment is no problem detected, indicating that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 24, 2020 that a flexiva ID tractip 200 laser fiber was opened for use in a procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a moses p120 laser console. According to the complainant, prior to the procedure, the fiber tip was noted to be broken upon removal from the packaging. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.